Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the system controller event log file confirmed the reported pump stoppage event as the result of a total loss of power to the system controller due to depleted external batteries and the controller's internal backup battery. However, no device-related issues were discovered during the evaluation of the device. A direct correlation between the evaluation findings of the pump and the patient's expiration due to respiratory failure could not be conclusively determined. The device was returned assembled with the pump cable intact and the modular cable was returned attached to the pump cable in-line connector. The outflow graft was returned attached to the pump outflow with the sealed outflow graft bend relief properly engaged to the graft attachment. The apical cuff was returned secured with the fully engaged cuff lock. The returned sealed outflow graft measured approximately 8 inches in length and revealed no evidence of distortion such as twisting or kinking. Upon disassembly of the returned device, visual examination of the smooth and textured blood-contacting surfaces revealed the presence of post-mortem loosely clotted blood and tissue-like clotted blood. The evaluation found no evidence of any adhered or developed depositions or thrombus formations in the device. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. The modular cable passed electrical testing without issue. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists respiratory failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 3 ¿powering the system¿ provides important information regarding the heartmate batteries, including ¿using heartmate 14 volt lithium-ion batteries¿ which outlines monitoring battery charge level and replacing depleted batteries, ¿switching power sources¿, and ¿charging heartmate batteries¿. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to such events. The IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module or the mobile power unit. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The heartmate 3 lvas patient handbook was also available at the time of implant. Section 2 ¿how your heart pump works¿ outlines battery charge level, fuel gauge display, and visual and audible alarms. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the mobile power unit. This section also indicates that the mobile power unit should be used for power while the user is indoors relaxing¿and always when sleeping (or when sleep is likely). The user must connect to the mobile power unit when sleeping; otherwise, the alarms may not be heard. Section 3 ¿powering the system¿ includes instructions for exchanging batteries and switching power sources. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided indicating the patient was found down at home and was unresponsive for an unknown period of time. It was declared that the patient died due to respiratory failure.

Manufacturer narrative:
Patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient expired after being found down with power sources depleted. The patient's family member connected charged batteries; however, the patient had expired. Additional information has been requested but not provided.